Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 11/6/2023.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified transmitter malfunction occurred. On (B)(6) 2023, the patient was changing the tubing components from the tandem insulin pump and noticed that the pump was not giving insulin as the cgm (continuous glucose monitor) had stopped working. The spouse of the patient mentioned that the transmitter had stopped working but was not sure if a sensor message was displayed. The patient felt dizzy but was conscious at that moment and when a fingerstick was performed the blood glucose reading was 500 mg/dl. The spouse called a nurse and was advised to go to the hospital after which she drove her husband to the emergencies. At the hospital, the patient was given intravenous medication with insulin. At the time of the report, which was the day after the event, the blood glucose reading had gone down to 200 mg/dl, but the patient was still admitted for observation. Of note, the spouse reported that the transmitter had been in use for ¿about 3 months¿, but during the call of the report she did not have the transmitter activation date at hand. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.